Event description:
The patient was taken to interventional radiology for placement of an ivc (inferior vena cava) filter. After obtaining venous access, a pigtail catheter was introduced in order to obtain an inferior venacavograph prior to placing the filter. The power injector was set to a psi of 1200 (pressure within stated limits of tubing). At the time of the injection, the distal tip separated from the catheter resulting in contrast spraying the suite. Neither the patient nor the staff were adversely exposed.the pressure injector tubing was contained within the cardinal health custom vascular pack.